Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the report of the device not functioning anymore meant that the patient was not feeling stimulation since before (B)(6) 2017. The root cause was unknown, however, the hcp stated that the action taken were some complex device reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient mentioned to her that she may have the device removed because it was not functioning anymore. Caller was under the impression that the therapy never actually helped her but she was not certain. No further patient complications are anticipated or expected as a result of this event.